Manufacturer narrative:
The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 455 mg/dl. Customer also reported that power error was detected. Troubleshooting was performed. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.